Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the PMA-gp-bay, ground pad:adult,sf,baylis med, was being used during a left l4,5,sa facet radio frequency ablation procedure on (B)(6) 2022 when it was reported ¿patient resulted in 2nd degree burn on leg from grounding pad. Patient mentioned pain during procedure that sounded similar to usual complaints, presented to clinic today (3-4 days later) with burn.¿ there was no report of medical intervention or hospitalization for the patient. Further information received found that the expiration date had expired, and the device had been used without checking the expiration date. And when the equipment wasn¿t getting the right impedance and temperature, the clinicians decided to switch to a different generator and went to remove the pad and it slid off the leg as if it had not entirely adhered. The patient had a relatively hairy leg and was perspiring slightly but nothing out of the ordinary per the clinicians. The clinicians did not assess the leg between switching generators as the patient was covered by a sterile drape. The pain generator impedance was around 1000 and the temperature would not go above 40 degrees. The burn was approximately 2.5-inches by 1-inch on skin with slight blistering. At the time of assessment the burn was healing well, no signs or symptom of infection. Again, this was noted 3-4 days later, there was no indication at the time of procedure the patient had sustained an injury, the clinicians thought they just had an equipment malfunction. This report is being raised on the basis of injury due to patient sustaining a 2nd degree burn.

Manufacturer narrative:
The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have not been reviewed because the lot number given does not match to the catalog number reported. Based on a generic device history record for the reported device catalog number, the device does not expire until august 26, 2022. The lot history review could not be conducted since the lot number given is not a valid number for the reported catalog number. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the PMA-gp-bay, ground pad:adult, sf, baylis med, was being used during a left l4, 5, sa facet radio frequency ablation procedure on (B)(6) 2022 when it was reported ¿patient resulted in 2nd degree burn on leg from grounding pad. Patient mentioned pain during procedure that sounded similar to usual complaints, presented to clinic today (3-4 days later) with burn.¿ there was no report of medical intervention or hospitalization for the patient. Further information received found that the expiration date had expired, and the device had been used without checking the expiration date. And when the equipment wasn¿t getting the right impedance and temperature, the clinicians decided to switch to a different generator and went to remove the pad and it slid off the leg as if it had not entirely adhered. The patient had a relatively hairy leg and was perspiring slightly but nothing out of the ordinary per the clinicians. The clinicians did not assess the leg between switching generators as the patient was covered by a sterile drape. The pain generator impedance was around 1000 and the temperature would not go above 40 degrees. The burn was approximately 2.5-inches by 1-inch on skin with slight blistering. At the time of assessment the burn was healing well, no signs or symptom of infection. Again, this was noted 3-4 days later, there was no indication at the time of procedure the patient had sustained an injury, the clinicians thought they just had an equipment malfunction. This report is being raised on the basis of injury due to patient sustaining a 2nd degree burn. Update: as of notification (B)(6) 2022, patient status, burn became substantially worse over the following week after the event occurred. Patient is now being treated at the burn center.